Manufacturer narrative:
(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that hemopro2 adaptor was not working. After discussions with the customer, it was agreed the issue was caused by user error. There was no patient harm.

Event description:
The hospital reported during an endoscopic vein harvesting procedure, that hemopro2 adaptor was not working. The procedure was completed using the same device. There was procedural delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h11. Corrected section: b5.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4,b-5,d-9,g-3, g-6, h-2, h-3,h-6, h-11. Corrected section b-3 date of event from '7/25/2024" to "7/1/2024". The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product a lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported during an endoscopic vein harvesting procedure, that hemopro2 adaptor was not working. After discussions with the customer, it was agreed the issue was caused by user error. The procedure was completed using the same device. There was procedural delay. There was no patient harm.